Event description:
Pt noted multiple hazard alarms when connected to ac power. Upon interrogation of the lvad multiple pi events, low flows and pump off alarms were noted. Log files and xrays were obtained and sent to manufacturer. Pt. Was admitted for suspected driveline fracture.